Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: opening and underweight. A microscopic analysis was performed which identify wear abrasion, two opening sharp in the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp (other sharp is observed on the same edge) assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants. Healthcare professional additionally reported left side rupture. Device has been explanted and replaced.